Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of off no power anomaly from the insulin pump. The customer's blood glucose reading was 12.5 mmol/l. The customer stated that the pump alarmed motor error several times. The customer stated that the battery had to be replaced every week. The customer stated that the pump turned off suddenly without previous warning. The customer stated that there was low battery, low reservoir and no motor error in the alarm history. The customer mentioned that the drive support cap was okay. The customer will return the pump for analysis.